Event description:
Reported issue: the staples appear to have fallen out of the patient. The family claims the patient had a donut on its head for the car ride home and by then the surgical site had opened up at the skin layer.

Manufacturer narrative:
Qn#(B)(4). From the pictures provided it was confirmed the defect reported by the customer failure to function - staple re-opens. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. The device history review could not be conducted since the lot number was not provided. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
Reported issue: the staples appear to have fallen out of the patient. The family claims the patient had a donut on its head for the car ride home and by then the surgical site had opened up at the skin layer.

Manufacturer narrative:
Qn#(B)(4). The customer provided two photos for analysis. The complaint was not able to be confirmed by the photos. The customer also returned one unit of (B)(4) visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 14 staples remaining in the cover block, indicating that at least 21 staples were fired by the customer. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin without reopening. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number fro m the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.